Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose levels of 427 mg/dl. The customer states that they felt symptoms such as upset stomach. The customer had also experienced low blood glucose of 50 mg/dl. The customer was advised to change the reservoir and infusion set to avoid a possible bent cannula. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.